Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: grandslam, allstar. Stent: 2.5x12 xience v otw, 3.0x28 vision. Other: aspirin, clopidogrel. There was no reported product deficiency. The reported myocardial infarction and occlusion are listed in the vision instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the distal left anterior descending (lad) coronary artery with one 2.5x12 xience v otw stent. On (B)(6) 2012, the patient was short of breath at home and became pulseless. Cardiopulmonary resuscitation was performed successfully. The patient was brought to the emergency room on (B)(6) 2012 and admitted to the intensive care unit on (B)(6) 2012. Percutaneous coronary intervention (pci) was attempted in the non-target, right coronary artery (rca), but was unable to be performed as the rca could not be crossed by the grandslam guidewire and non-abbott dilatation catheters. There was a 100% occlusion in the non-study, 3.0x28 vision stent in the lad that was proximal to the xience stent. Pci was not attempted in the lad due to the total occlusion. The electrocardiogram showed that the patient had a q-wave myocardial infarction (mi) and this was a confirmed diagnosis by the physician; however, it could not determined if the mi resulted from the cardiac arrest, or if the mi occurred and resulted in cardiac arrest. The physician reported that after the patient was resuscitated from his cardiac arrest, the patient's anterior wall showed akinesis that the physician felt was likely due to an old injury, therefore no intervention was performed. The physician indicated that the cause of the mi was the rca, which is why he attempted to perform pci on that region. The condition resolved on (B)(6) 2013 and the patient was discharged home. There was no additional information provided.